Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with moderate calcification, mild tortuosity and 80% stenosis. The 6x150 mm absolute pro self expanding stent system (sess) was advanced to the lesion and the safety latch was opened. The thumbwheel would not roll and the stent could not be released but was exposed. Another absolute pro sess was used to complete the procedure. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro ll device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
The device was returned for analysis and the reported activation failure and mechanical jam was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.